Manufacturer narrative:
Date of occurrence and date of (implant) surgery estimated as the actual dates were not provided in the initial report. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. The IFU states that the trabecular micro bypass stent is contraindicated for patient with sturge-weber syndrome. MFR# reference: (B)(4).

Event description:
The following was reported by a trabecular micro bypass stent patient. Reportedly, the patient underwent a left eye cataract plus stent procedure; however, the patient reported experiencing pain with cloudy vision in the operative eye following the procedure. The patient noted that additional testing described as a "tear study" involving a "scratch study" was performed in the operative eye. Following the testing, the patient developed "stabbing pain" that has improved over time. The patient was scheduled for a follow-up visit with their surgeon.